Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) displayed user advisory (ua) 12 (lifeband not present) error message" was confirmed during the archive data review, but not during the functional testing. The autopulse platform performed as intended during the testing. The root cause for the reported complaint was due to user error. During visual inspection, no physical damage was observed. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed occurrence of ua12 (lifeband not present) error message on the reported complaint date. In addition, unrelated to the reported complaint, the archive data review showed occurrence of ua45 (not at "home" position after power-on/restart) and ua18 (max take-up revolutions exceeded) on the reported complaint date. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. Ua18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Ua45 is an indication that the drive shaft is not at the home position when the autopulse is powered on. The operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Performed open case inspection including cable reset switch and the platform passed the test without any fault. Checked the belt clip retainer, shaft and its mechanical function and no faults were observed. Upon customer approval, the autopulse platform will be further tested to full specification.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message. The user re-installed the lifeband multiple times, however, the error message was unable to be cleared. No patient involvement.